Event description:
In 2008, pt had surgery for pectus excavatum with implantation of biomed pectus bar and microfixations. In 2009, readmitted for malposition of pectus bar, surgery with reposition of upper pectus bar, thoracic placement of second 11.5" pectus bar. Right lateral stabilizer broken, left lateral stabilizer twisted, distorted.